Manufacturer narrative:
(B)(4). Date sent: 1/3/2017. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the white tissue pad was fallen off. The fallen piece was retrieved by forceps and was disposed. Changed another device to complete the procedure. There was no report on patient injury.